Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported spoke w (B)(6) (user of pw) and the niece to follow up on issue with her pw unit. She stated that the unit is having suction issues and only has a small amount collect inside of the cannister jar as the rest is leaking. Unit passed t/s suctioning about 700ml at 22 seconds. Advised the unit passed but inquired if they have purchased other supplies since initial order. They advised they purchased from amazon. Explained pw does not sell 3rd party vendors, which they understood. They also verified the wick passed t/s with water. Went over t/s steps with wicks and offered to call back next week. Provided pricing on wicks with as savings as well. It's unclear if lot number was requested. Used with female wicks. Unclear if medical intervention was provided. No additional information provided. Troubleshooting resolved the issue.

Manufacturer narrative:
This supplemental MDR is being submitted to capture additional information from the investigation details. There were no health consequences or impact to the patient. This event is not reportable. The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. Instructions for use were reviewed for this investigation. The labeling is found to be adequate. A DHR could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported spoke w auth (B)(6) (user of pw) and the niece to follow up on issue with her pw unit. She stated that the unit is having suction issues and only has a small amount collect inside of the cannister jar as the rest is leaking. Unit passed t/s suctioning about 700ml at 22 seconds. Advised the unit passed but inquired if they have purchased other supplies since initial order. They advised they purchased from amazon. Explained pw does not sell 3rd party vendors, which they understood. They also verified the wick passed t/s with water. Went over t/s steps with wicks and offered to call back next week. Provided pricing on wicks with as savings as well. It's unclear if lot number was requested. Used with female wicks. Unclear if medical intervention was provided. No additional information provided. Troubleshooting resolved the issue.